Manufacturer narrative:
Combination product: yes.

Event description:
The lead implanted in the patient on (B)(6) was found to have dislodged the day after implantation ((B)(6)). The doctor thought back to the procedure and believed that the helix could not fully extend. The lead was explanted and replaced.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection a compressed fixation helix was found. Deforming the fixation helix requires the presence of mechanical stress. Based on the characteristics of the deformation, mechanical forces applied during the implantation procedure should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.